Event description:
Hosp reported that a pediatric pt was undergoing an intravenous when it was noted to be interstitial. Pt's arm was swollen and blistered at the intravenous site. The pump did not alarm.